Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37791, lot# unknown, product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator for spinal pain. It was reported the patient had seen the 376 code on their programmer, indicating an antenna temperature failure. They noted they needed a new antenna. The patient explained that they had to charge both their ins and their recharger more frequently. They further explained that they were without stimulation since their ins shut off the day previous, so it was "killing them" and that their legs behind their knees were hurting. No further complications were reported or anticipated.